Event description:
Reporter indicated that vns therapy dosing system could not connect with handheld "and changed a battery, but the wand did not work." Troubleshooting did not resolve the reported issue. Good will attempts are being made for product return.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.